Event description:
It was reported that the patient's pacemaker was noted to exhibit a noise problem. No intervention performed and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.